Manufacturer narrative:
Correction: manufacturing report number 9611594-2017-00506 was submitted to the FDA incorrectly and 9611594-2017-00037 was the correct number. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury. Device not returned.

Event description:
It was reported on 14-feb-2017 that a FDA user facility report (B)(4) was received on 03-feb-2017 and the date of this report was 17-jan-2017. It was reported that a patient's transgastric jejunal tube was infusing tube feed all night. The kangaroo pump all alarmed clog in line. The nurse attempted to flush the line with toomey syringe and met a small amount of resistance. Pulsatile flushing was attempted and the side wall of line "popped" and the line was clamped off. Upon removal, the tube was found to be in the esophagus and both tube and balloon were severed. Additional information has been requested but not received yet.